Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water cylinder has foreign objects, air water tube has foreign objects. B32 (scope data err) occurs, due to dirt on objective lens. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image and incompatible scope error e315 due to a cut on the charged-coupled device (ccd) cable, b32 scope data error occur, and the additional findings that the air-water cylinder had foreign objects, and the air-water tube had foreign objects, was not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Therefore, due to dirt on the objective lens, a foggy image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image and displayed an incompatible scope error (e315) during inspection for use. There were no reports of patient harm.